Event description:
It was reported by the patient that the lead wire broke. It was also reported that the lead had an increase in impedance due to a lead fracture. No patient complications were reported as a result of this event. It was further reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the lead wire broke. It was also reported that the lead had an increase in impedance due to a lead fracture. No patient complications were reported as a result of this event.